Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and loss of capture. The patient had received a left ventricular assist device and this lead was damaged during the procedure. The patient is on the transplant list and the physician was trying to make the system last until a transplant could take place. The pacing portion of this rv lead was surgically abandoned and a new pacing lead implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The shocking portion of the lead remains actively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.